Event description:
It was reported that the device was in back-up mode. The patient presented in vt storm with numerous high voltage therapies delivered. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported reset was confirmed in the laboratory. The battery experienced excessive charging and eventually fell below the por threshold voltage, due to normal depletion.